Event description:
The needle was placed into the patient. The doctor surgically removed the suspect mass. The mass was x-rayed and it was determined that the end of the "j" wire was missing. X-rays of the patient located the missing piece and it was removed without further incident.